Manufacturer narrative:
The sample was a clotted serum sample. The customer indicated that the sample was not centrifuged for the sufficient amount of time. As a result the probe tip became blocked or partially blocked during the sample aspiration. The customer cleaned and replaced the sample probe. Investigation is still ongoing as the customer is still awaiting sample data from the laboratory.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low results that were released from the laboratory for (B)(6) patient sample that was generated by the (B)(4) clinical chemistry analyzer. The customer indicated that the cause of these results was the use of a completely clotted sample on the instrument where the system returned the incorrect results and did not return the appropriate flag. The erroneous results were reported out of the laboratory; however, the results were questioned by the physician. Patient treatment was not affected by this event. Patient results were not provided by the customer.